Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing low back and bilateral leg pain with complaints of lower extremity numbness and tingling as well as burning. It was mentioned that the patient developed a possible blood clot in her back.